Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. The customer reported a blood glucose (bg) level of 319 (mg/dl). A bolus was delivered to address bg levels, it was indicated that the current pump would continue to be used for diabetes management.